Manufacturer narrative:
Investigation summary: to be determined. Root cause: to be determined. Source: phone.

Event description:
Customer reporting what they feel is a potentially false positive flu b result for 1 symptomatic patient. No conflicting testing results have occurred and no confirmation testing has taken place.

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date. H6; type of investigation codes ; investigation findings codes ; investigation conclusion codes. Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause:unable to determine. Source: phone.